Event description:
The device was applied during a laparoscopic vaginal hysterectomy procedure. Reportedly, bleeding was observed the same day post-operatively. A reoperation was performed and bleeding was observed coming from the staple line. The surgeon applied suture. The hosp has reported the pt's condition is satisfactory.